Event description:
The customer reported a falsely elevated troponin I result of 0.4 ng/ml to the floor. Prior to retesting the sample, the patient was given one dose of an anticoagulant. Upon retest sample results were 0.12 and 0.09ng/ml. A corrected report was issued by the laboratory. There was no report of pt harm as a result of this event.